Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the interface board. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The motor passed the motor test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a failed self-test alarm on the insulin pump. Customer stated that she was in an x-ray room and her pump received an alarm. Customer was advised to clear the alarm using esc/act buttons and to disconnect from the pump. Customer was advised to perform the rewind process again. Customer was assisted with programming time/date. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was assisted with troubleshooting, but customer was unable to complete easy bolus. Customer stated that the up arrow button was stuck. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.